Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection revealed that the tubing was sealed approximately two centimeters below the chamber. Visual inspection also revealed that the white solution in the drip chamber could not flow past the sealed tubing. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution administration set could not be primed. The reporter stated that ¿the tubing was stuck together so the fluid would not go down tubing.¿ this occurred during priming. There was no patient involvement. No additional information is available.